Event description:
Complaint received regarding one cl3534. Report states: there was a chemotherapy leak at the connection of the product identified above and the secondary set, cl3520. No adverse patient consequences reported.